Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device') in a 40-year-old female patient who had essure (batch no. B63653-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included left lower quadrant pain, vaginal odor, irregular menstrual cycle, uterine fibroid, menometrorrhagia, parakeratosis, tracheal squamous cell metaplasia, nabothian cyst, anemia of chronic inflammation and adenofibroma. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain") and was found to have hormone level abnormal ("hormonal changes"), 2 months 12 days after insertion of essure. On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full), oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, dysmenorrhoea, hormone level abnormal and pelvic pain outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered device expulsion, dysmenorrhoea, hormone level abnormal, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils: left- 2 coils right- 3 coils(as written) concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, dysmenorrhoea. Lot number report b63653 is invalid. Most recent follow-up information incorporated above includes: on 12-jun-2019: update of information (batch is not valid). Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device') in a (B)(6) year-old female patient who had essure (batch no. B63653) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included left lower quadrant pain, vaginal odor, irregular menstrual cycle, uterine fibroid, menometrorrhagia, parakeratosis, tracheal squamous cell metaplasia, nabothian cyst, anemia of chronic inflammation and adenofibroma. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain") and was found to have hormone level abnormal ("hormonal changes"), 2 months 12 days after insertion of essure. On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full), oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, dysmenorrhoea, hormone level abnormal and pelvic pain outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered device expulsion, dysmenorrhoea, hormone level abnormal, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils: left- 2 coils right- 3 coils(as written) concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, dysmenorrhoea. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- expulsion of essure device, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), hormonal changes, pain, did not undergo confirmation test. Reporter information, medical history were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.